Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was monitored for 2 days and no unexpected bolus delivery was noted. Unit was programmed with test guardian link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. No unexpected loss sensor alarms were noted. The sensor feature worked properly. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshoot was not performed for high blood glucose reading. Customer stated the insulin keep disappearing and customer was not aware where the insulin goes. Customer had ketones and was vomiting. Insulin pump will be returning for analysis.